Event description:
During operative procedure powered endovascular stapler was used to resect the liver. The stapler clamped down, fired, but upon release the hepatic vein was left open and a large amount of unexpected bleeding occurred, requiring post-operative fluid bolus, 1 unit of packed red blood cells and 1 unit of fresh frozen plasma.